Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733686, software version: 2.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the imaging system will show that the navigation system is not ready, 3d disabled when sending over navigated spin. The user must clear the transfer error and the scan will then transfer. There was no patient involvement.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. Fdm 10, fdr 213, and fdc 67 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found when the 3d spin was initializing, an error message popped up on the mvs saying, "3d mode disabled, nav system connected but not ready". The x-ray tech releases the exposure button for a few seconds, the message clears, and then they press the exposure button again at which point the system begins to acquire the 3d spin. Fdm, fdr, fdc are applicable to the system report. The software logs of the navigation and imaging system have been returned for software analysis. Analysis is pending completion. Fdm, fdr, fdc are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.